Event description:
The locating pin on the instrument broke off during surgery. This was due to insufficient tightening of the instrument to its mating part during use. The surgeon found the pin on a post-operative x-ray. He decided to perform a second surgery to retrieve the pin.